Manufacturer narrative:
Failure analysis confirmed that the insulin pump was programmed and monitored for 1 day with no audio/beep anomaly noted. The insulin pump passed self-test and displacement test. However there was intermittent button response on up arrow button due to moisture damage on keypad traces. The pump had a scratched display window and cracked case at display window corner (upper right corner). No moisture damage noted on electronic assembly or on motor.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 9.7 mmol/l. The customer stated the insulin pump was beeping and did not function. No further information was provided, but the insulin pump was returned for analysis.